Event description:
As reported per clinical trial (B)(4): on (B)(6) 2021 the subject patient underwent an open primary laparotomy duodenal sleeve resection procedure. A bard/davol phasix mesh was trimmed and implanted in onlay fashion and was fixated using a bard/davol sorbafix fixation device. The patient was discharged to home on (B)(6) 2021. On (B)(6) 2022, the patient was diagnosed with ventral hernia. It was reported that patient to return in july for CT-scan to determine if patient has had recurrence of disease. If no recurrence, patient will undergo treatment for the hernia. This ae has been assessed per study clinician as not related to the study device and definitely related to the index procedure. The adverse event has been assessed per third party clinician as definitely related to the study device and definitely related to the index procedure. The adverse event has been assessed as not recovered/resolved, moderate severity and a serious adverse event (sae) but does not meet the definition of an unanticipated adverse device effect (uade).

Manufacturer narrative:
As reported, patient was diagnosed with a ventral hernia recurrence post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course of ventral hernia recurrence as definitely related to the study device and definitely related to the index procedure. However, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - remains implanted.